Manufacturer narrative:
As of this date, this device remains implanted and in service. Should additional information become available, this event will be updated. Upon receipt at our post market quality assurance laboratory, this ICD was thoroughly inspected and analyzed. Pin gauge testing confirmed that all port diameters were within design specification range; however, the diameter of the is-1 (rv) spring contact component was found to be out-of-specification. This may have resulted in a suboptimal connection with the lead terminal pin. This laboratory finding may have contributed to the noisy signals that were observed clinically.

Event description:
Boston scientific received information that during a follow up visit, interrogation revealed numerous episode of non-sustained ventricular tachycardia that resulted in inappropriate atp therapy. All other measurements were within normal range. A lead revision is intended in the future, however no return of product is intended. No programming changes were made. This device remains implanted and in service. The device was explanted in (b)96) 2018 after recording a code 1003 and was returned to boston scientific in (B)(6) 2018. See MDR 2124215-2018-10549 for details regarding the code 1003. No additional adverse patient effects were reported.